Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip tip causing side to side/vertical misalignment of the grips as reported by the customer. Components adjacent to this severely bent grip do not show damage. There was an additional finding that was not reported by the site: during visual inspection, the instrument was found to have charring and localized melting on the bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's tips were not aligned. There was no report of patient involvement.